Event description:
Physician reported implant rupture and capsular contracture - baker grade unknown. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture unknown baker grade.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.

Event description:
Healthcare professional left reported implant rupture and capsular contracture - baker grade IV. MRI has been performed which identified "presence of liquid in the central superior silicone gel of the left implant, peripheric folds and microcysts". Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. Crease/folding of implant: observed, creases on the device. Cyst-ndr: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Physician reported, implant rupture. And capsular contracture, baker grade IV. MRI has been performed, which identified "presence of liquid in the central superior silicone gel of the left implant, peripheric folds and microcysts". Device has been explanted and replaced with a non-allergan device. This relates to the left side.